Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was operational at the time of inspection. The device's log files were analyzed, and multiple shutdown events were found. The station's hard drive was replaced to resolve. Performed functional tests and confirmed the system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed a black screen during a procedure, causing a 30-minute delay. Customer stated that the affected procedure was a cranial wound washout and revision, and they were able to retrieve the required medication by rebooting the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d5, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-sep-2021 to 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was operational at the time of inspection. The device's log files were lost due to multiple shutdown events. The station's hard drive was replaced, and functional tests were performed to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly displayed a black screen during a procedure, causing a 30-minute delay. The customer stated that the affected procedure was a cranial wound washout and revision, and they were able to retrieve the required medication by rebooting the station. There were no adverse events or injuries reported based on this event.